Event description:
According to the reporter: during laparoscopic low anterior resection ( lap lar ) procedure, the device did not fire. Replaced by new reload and worked fine. The procedure was completed with another device. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The device was not reprocessed/re-sterilized prior to use. Patient status: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.